Event description:
The customer reported that moisture inside the reservoir compartment was found, and strong odor of insulin noticed during her infusion set change. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.